Event description:
It was reported that the patient with this pacemaker exhibited a syncopal episode after a magnetic resonance imaging (MRI) and let to a fall, pain and dizziness. The reason of the syncope remains unknown. No more information was received.